Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the bd¿ multiuse nestable sharps collector lid was deformed. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a deformed lid of sharps collector. According to the customer's report, the shape of the lid was found to be different from the usual one.

Event description:
It was reported that the bd¿ multiuse nestable sharps collector lid was deformed. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a deformed lid of sharps collector. According to the customer's report, the shape of the lid was found to be different from the usual one.

Manufacturer narrative:
H6: investigation summary as no samples or pictures were received as evidence so no proper investigation performed. A device history record review process to verify if there were any issues reported as incorrect lids during the manufacturing process of this product was not able to be performed since there was no lot number provided. A review of the non-conformance material report was performed, the result showed that non-conformances were reported for the same part number and issue throughout the last twelve months.